Event description:
It was reported that, a 980 ventilator generated an exhalation flow sensor error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) troubleshot the issue over the phone. It was found that the exhalation flow sensor (evq) was not seated correctly. The evq was reseated and it was reported that the problem was corrected.